Manufacturer narrative:
This report is submitted on sep 17, 2021.

Event description:
Per the clinic, it was reported that the electrode array extruded into the external auditory canal and the patient experienced an infection which was treated with an oral and topical antibiotic (duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) , 2021. The patient was re-implanted with a new device during the same surgery.